Manufacturer narrative:
This report is submitted on december 28, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (non-device related). It is unknown if there are plans to reimplant the patient as of the date of this report.